Event description:
The customer reported that the system was down. The field engineer noted that the system had shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.